Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens was implanted into the patient's left (os) eye. The surgeon reports elevated pressure and possible aqueous misdirection. Attempts to obtain additional information have not been successful.